Event description:
The customer reported via phone call that they had air bubbles in their reservoir. Customer stated they were able to resolve the issue by changing out the infusion set. Troubleshooting was not completed at the time of the call. The customer's blood glucose was unknown. The reservoir will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.